Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a controller failure alarm was observed following a purge cassette change. The alarm resolved spontaneously within approximately ten seconds. It did not generate an active alert on the monitoring display and was only visible in the alarm history and on the device connectivity platform. As a result, the clinical team was initially unaware of the event but was later notified. There were no plans to exchange the console, and a backup console was maintained at the bedside. A complaint was entered. The purge fluid was changed to heparin at a concentration of 50 units per milliliter. Purge flow and purge pressure remained stable. The alarm history indicated that the controller failure message stated the purge system had stopped and advised switching to a backup controller, after which the alarm self-resolved. The event did not trigger an alert on the placement or active monitoring screen.